Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope exhibited a black screen. The issue occurred during reprocessing. There was no report of delay in procedure and the patient was not under anesthesia. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction for both events: -charged coupled device unit had abnormality during user handling. -b30 was reported due to defective charged coupled device unit. -due to shortcut of charged coupled device cable, endoscopic image is not displayed. The events can be detected and prevented by following the instructions for use: -inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.